Manufacturer narrative:
No product or photo was returned by the customer. The customer complaints that the tubing broke apart at the drip chamber and also that the tubing cracked near the drip chamber could not be verified due to the product not being returned for failure investigation. Device history record review for model 10016073 lot number 23039119 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported by customer that secondary set failure in chemo setting on (B)(6) 2023 secondary set broke at drip chamber and on (B)(6) 2023 IV tubing crack where tubing meets chamber. Both events were only communicated on (B)(6) 2023 and both resulted in chemo spills. Lot #s unknown at this time. Verbatim#: "secondary set failure in chemo setting on (B)(6) 2023 secondary set broke at drip chamber and on (B)(6) 2023 IV tubing crack where tubing meets chamber. Both events were only communicated on (B)(6) 2023 and both resulted in chemo spills. Lot #s unknown at this time."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd secondary extension set there was damage that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: "secondary set failure in chemo setting on (B)(6) 2023 secondary set broke at drip chamber and on (B)(6) 2023 IV tubing crack where tubing meets chamber. Both events were only communicated on (B)(6) 2023 and both resulted in chemo spills. Lot #s unknown at this time."